Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of fallopian tube perforation ('right adnexa: essure bent, coils not deployed in position outside of the tube (probable perforation during insertion)') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right adnexa: essure bent, coils not deployed in position outside of the tube (probable perforation during insertion)" in (B)(6) 2015 and device use error "right adnexa: essure bent, coils not deployed in position outside of the tube (probable perforation during insertion)" in (B)(6) 2015. The patient's medical history included menopause in 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("difficult insertion, with pain on left side reported immediately following insertion"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic periods"), arthralgia ("joint pain"), myalgia ("muscle pain"), asthenia ("asthenia"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss") and complication of device insertion ("right adnexa: essure bent, coils not deployed in position outside of the tube (probable perforation during insertion)") and was found to have weight increased ("weight gain (+12kg)"). The patient was treated with surgery (essure removal via bilateral adnexectomy and laparoscopic cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, procedural pain, menorrhagia, arthralgia, myalgia, asthenia, disturbance in attention, weight increased, amnesia and complication of device insertion outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, disturbance in attention, fallopian tube perforation, menorrhagia, myalgia, procedural pain and weight increased with essure. The reporter considered complication of device insertion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of fallopian tube perforation ('right adnexa: essure bent, coils not deployed in position outside of the tube (probable perforation during insertion)') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right adnexa: essure bent, coils not deployed in position outside of the tube (probable perforation during insertion)" in (B)(6) 2015 and device use error "right adnexa: essure bent, coils not deployed in position outside of the tube (probable perforation during insertion)" in (B)(6) 2015. The patient's medical history included menopause in 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("difficult insertion, with pain on left side reported immediately following insertion"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic periods"), arthralgia ("joint pain"), myalgia ("muscle pain"), asthenia ("asthenia"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss") and complication of device insertion ("right adnexa: essure bent, coils not deployed in position outside of the tube (probable perforation during insertion)") and was found to have weight increased ("weight gain (+12kg)"). The patient was treated with surgery (essure removal via bilateral adnexectomy and laparoscopic cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, procedural pain, menorrhagia, arthralgia, myalgia, asthenia, disturbance in attention, weight increased, amnesia and complication of device insertion outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, disturbance in attention, fallopian tube perforation, menorrhagia, myalgia, procedural pain and weight increased with essure. The reporter considered complication of device insertion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kgs. Sample received at quality unit yes. Date of sample received at quality unit 2021-03-04. Sample description after receiving at quality unit two micro-inserts received. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of fallopian tube perforation ('right adnexa: essure bent, coils not deployed in position outside of the tube (probable perforation during insertion)') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right adnexa: essure bent, coils not deployed in position outside of the tube (probable perforation during insertion)" in (B)(6)2015 and device use error "right adnexa: essure bent, coils not deployed in position outside of the tube (probable perforation during insertion)" in (B)(6) 2015. The patient's medical history included menopause in( B)(6). On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced procedural pain ("difficult insertion, with pain on left side reported immediately following insertion"). In april 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic periods"), arthralgia ("joint pain"), myalgia ("muscle pain"), asthenia ("asthenia"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss") and complication of device insertion ("right adnexa: essure bent, coils not deployed in position outside of the tube (probable perforation during insertion)") and was found to have weight increased ("weight gain (+12kg)"). The patient was treated with surgery (essure removal via bilateral adnexectomy and laparoscopic cornuectomy). Essure was removed on (B)(6)2020. At the time of the report, the fallopian tube perforation, procedural pain, menorrhagia, arthralgia, myalgia, asthenia, disturbance in attention, weight increased, amnesia and complication of device insertion outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, disturbance in attention, fallopian tube perforation, menorrhagia, myalgia, procedural pain and weight increased with essure. The reporter considered complication of device insertion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kgs. Amendment: the report was amended for the following reason: after internal review the reporter ansm was deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a pharmacist and describes the occurrence of fallopian tube perforation ('right adnexa: essure bent, coils not deployed in position outside of the tube (probable perforation during insertion)') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right adnexa: essure bent, coils not deployed in position outside of the tube (probable perforation during insertion)" in (B)(6) 2015 and device use error "right adnexa: essure bent, coils not deployed in position outside of the tube (probable perforation during insertion)" in (B)(6) 2015. The patient's medical history included menopause in 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("difficult insertion, with pain on left side reported immediately following insertion"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic periods"), arthralgia ("joint pain"), myalgia ("muscle pain"), asthenia ("asthenia"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss") and complication of device insertion ("right adnexa: essure bent, coils not deployed in position outside of the tube (probable perforation during insertion)") and was found to have weight increased ("weight gain (+12kg)"). The patient was treated with surgery (essure removal via bilateral adnexectomy and laparoscopic cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, procedural pain, menorrhagia, arthralgia, myalgia, asthenia, disturbance in attention, weight increased, amnesia and complication of device insertion outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, disturbance in attention, fallopian tube perforation, menorrhagia, myalgia, procedural pain and weight increased with essure. The reporter considered complication of device insertion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.